Manufacturer narrative:
Additional information h6, h10: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the pump right plunger case was cracked. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the pump right plunger case was cracked. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited system failure primary audible alarm. No patient injury reported.